Event description:
The patient reported that company representatives cannot get the ins to work where she needs it. She has to wait till (B)(6) and this was very bad for her depression. It was noted that when she had the temporary device over a weekend it worked just fine. It was later reported on (B)(6) 2013 that they cannot get the stimulation in the correct location, ¿it was vibrating my legs my butt and my gut and I ended up with diarrhea. Maybe its nerves but they can¿t get it to my lower back where I need it¿. The patient was upset that the device was not working right. The instance with the diarrhea occurred on (B)(6) day. She met with several company representatives on (B)(6) 2013, but they could not seem to get the stimulation where she needs it. She was worried about the battery dying and she was not sure how to charge the device. Recharging information was requested. Someone was going to be coming to her home to help her with recharging. She was unsure about the 2 battery icons on the recharger. The next day it was reported that the patient was lying in bed for hours and could not sleep. She was about nuts with the ins not being regulated right. The patient reported on (B)(6) 2014 that she still had concerns regarding her device or therapy but was working with her doctor or company representative. She had an appointment on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).